Manufacturer narrative:
Site doctor (B)(6) declined to provide patient information. In trouble-shooting following the event, the medtronic representative found the reported issue could not be replicated. On (B)(6) 2016 a medtronic representative, following-up at the site, reported the surgeon had already made an incision when navigation was abandoned. On (B)(6) 2016 a medtronic representative checked the navigation system, and reported the image data was transferred without problem. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative reported that, while in a spine procedure using a navigation system, the images did not transfer from the arcadis to the navigation system. Navigation was abandoned. The surgeon opted to continue and completed the procedure without the use of the navigation system. Delay in therapy was 30 minutes. There was no impact on patient outcome.